Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx site # (B)(4) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a laser assisted cataract surgery the posterior capsule broke and the procedure was not completed that day. The patient was brought back one week later to have an iris fixed intraocular lens (iol) implanted. No additional information is available.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).